Event description:
During an unknown procedure, first device did not close on the vessel. The second device fired once, then jammed. There was not patient consequence. The case was completed with another device of the same product code.

Manufacturer narrative:
Add'l lot # v4390r.